Manufacturer narrative:
(B)(6). A beckman coulter (bec) field service engineer (fse) was dispatched to customer's laboratory to assess instrument performance. Upon visual inspection of the instrument the fse discovered that the analytic module's ejector plate guide rod was loose. This would potential cause the reaction vessels (rvs) to bump when ejected leading to splashing. This splashing can cause erroneously elevated results to occur on sandwich assays such as the access accutni+3 assay. The fse repaired the ejector plate guide rod and after the repairs were completed all verification testing passed within published performance specifications. In conclusion, a hardware malfunction of the ejector plate guide rod was the cause of the erratic access accutni+3 qc results and the non-reproducible access accutni+3 patient results obtained by the customer. All related mdrs: 2122870-2016-00556, 2122870-2016-00557, 2122870-2016-00558, 2122870-2016-00559.

Event description:
The customer initially reported obtaining erratic low level troponin I (access accutni+3) quality control (qc) results on the laboratory's unicel dxi 800 access immunoassay system serial number (B)(4). Due to the qc issues the customer decided to reanalyze all access accutni+3 patient samples between (B)(6) 2016 that initially were close to or above the assay's normal reference range (30 ng/l to 100 ng/l) on an alternate unicel dxi 800 access immunoassay system serial number (B)(4). Several of the patient sample resulted significantly lower either within the same clinical category or within the normal reference range of the assay (0 ng/l to 40 ng/l). Several patients were involved in this event over the course of the four (4) business days the customer ran the instrument. The initial, elevated access accutni+3 results were released from the laboratory. There were no reports of change to or impact to patient treatment in conjunction with this event. This MDR will address the qc and patient result issues on (B)(6) 2016. MDR 2122870-2016-00558 will address the qc and patient result issues that occurred on (B)(6) 2016. MDR 2122870-2016-00557 will address the qc and patient result issues which occurred on (B)(6) 2016 and MDR 2122870-2016-00559 will address the qc and patient results issues that occurred on (B)(6) 2016. Access accutni+3 low level qc was performing erratically during the timeframe of this event. The qc would initially result greater than (>) 3 sd (standard deviations) from the mean and then upon reanalysis would result within the laboratory's established qc ranges. A calibration for the access accutni+3 assay was performed on (B)(6) 2016 which failed due to a high %cv (percent coefficient of variation) for the s0 (standard 0) standard. Precision testing using the low level access accutni+3 qc material was performed across all four (4) of the instrument's pipettors. This testing failed to meet the assay's precision specifications. The patients' samples were collected in 4.5 ml (milliliter) serum tubes with gel separators which were then centrifuged per the manufacturer's recommendations at room temperature. The customer did not provide the exact centrifugation time or speed. There were no reports of sample integrity issues associated with this event. A beckman coulter (bec) field service engineer (fse) was dispatched to the customer's laboratory to assess instrument performance as the instrument was taken out of use on (B)(6) 2016 due to the issues experienced by the customer.